Manufacturer narrative:
Additional information: h6(update codes) and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at the middle y-port. The leak occurred at the connection of an unspecified set to the y-port. The event occurred during sacituzumab infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. E1 initial reporter phone #: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.